Manufacturer narrative:
Method: no complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops plan, dynamic hip analysis report, patient specific visualisation report, pre-imaging, ops acetabular & femoral guides. All manufacturing steps of implant positioning and report generation were reviewed. Conclusion: all operations were completed correctly according to the work instructions. No deficiency was found with any of the ops related processes. Both femoral and acetabular guides were within specifications. It is likely that event occurred as a result of patient specific factors. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
It was reported by a corin representative that there was a revision due to leg length discrepancy after the primary surgery. The patient had the trinity cup system with metax stem implanted. During primary procedure , ops technology (ops plan with dha & acetabular & femoral guide) were employed as assistive technology.

Manufacturer narrative:
We are currently in the process of obtaining further information and complete the root cause investigation. The final report will be sent upon closure of root cause investigation. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported by a corin representative that there was a revision due to leg length discrepancy after the primary surgery. The patient had the trinity cup system with metax stem implanted. During primary procedure , ops technology (ops plan with dha & acetabular & femoral guide) were employed as assistive technology.